Manufacturer narrative:
H10. This event is being updated in the electronic complaint handling system it was previously reported in the e submitter system-MFR #: 1038671-2015-00573, MFR #1038671-2015-00570, MFR #1038671-2015-00571, & MFR #1038671-2015-00572. D10. Concomitants: 02-010-01-0240 - logic femoral ps cem left sz 4 02-012-45-4040 - lgc tibial fit tray cem sz 4f/4t 200-02-35 - three peg patella 35mm. H3. Updated investigation -there is no mention or indication of device malfunction. The devices remain implanted. The cause of the patient pain and swelling with continuing treatment cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition of arthrofibrosis as associated with the interaction between the implanted device and the patient due to patient illness, unique anatomy, or other condition that impacts the performance of the device. Patients are instructed to inform healthcare providers for issues with range of motion. The patient has bilateral knee replacements. These devices are used for treatment not diagnosis. There is no additional information available.

Event description:
Non-revision of left knee components due to worsening in flexion which has impacted the patient's mobility. Additionally, the patient has marked swelling and ongoing pain, especially since stopping physio input. This event report was received through clinical data collection activities. Date of event: 11-05-2015 - arthroscopic arthrolysis of extensive arthrofibrosis due to reduced rom noted to be resolved on (B)(6) 2015 is captured in this case as patient outcome. Resolved/not revised. There is no additional information available.